Manufacturer narrative:
One cadd prizm vip pump was returned for analysis. Visual inspection performed, and product found to be all intact with missing rear label. Event history log review was performed and found evidence of reported problem. Visual inspection and delivery testing performed, and the pump failed. Unable to confirm customer problem even though the pump was found to be slightly over delivering. The average of all delivery tests performed were within manufacturing specification and well within the published specification of +/-6%. Service trimmed the pump expulsor as a preventive measure to bring the delivery into more nominal a range. The root cause of the issue is unknown.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that this smiths medical cadd prizm vip pump was over infusing. No reported adverse effects.